Event description:
(B)(4) failure to purge. It was noted that when the physician attempted to purge an orbit galaxy ((B)(4)) using an unspecified syringe, he found that the air bubble being produced in the hub. Therefore the orbit galaxy was replaced for a new one ((B)(4), lot unknown) which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of unspecified artery aneurysm. No information regarding the vessel/aneurysm was provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of 15673900 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: unspecified syringe (details unknown); new coil ((B)(4), lot unknown).

Manufacturer narrative:
It was noted that when the physician attempted to purge an orbit galaxy (640cx0304/15673900) using an unspecified syringe, he found that the air bubble being produced in the hub. Therefore the orbit galaxy was replaced for a new one (640cx0304, lot unknown) which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The product is unavailable for evaluation. No additional information is available. The procedure was coil embolization of unspecified artery aneurysm. No information regarding the vessel/aneurysm was provided. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the air in the hub during purging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.